Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient was seen in clinic for routine follow-up, some variability in atrial sensing signals on the atrial sense trend was observed. Review of stored egms noted many inappropriate auto mode switching episodes due to atrial lead noise. No programming changes were made. Patient will be monitored in routine follow-up. Patient's condition was stable.